Manufacturer narrative:
H2) the follow imf code, f1908, should have been populated on the previous regulatory report submitted for this product event (17231 70-2024-02302). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h3) the software analysis concluded that the logs captured the segfault in qmlguiservice on the date of issue. The corefile was generated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function defaultshaderstoragebufferobject::initialize () in the registration task. Also this might have caused the tracking issue for some time. This issue was consistent with a known software issue. Codes: b01, c10, d18 h6) multiple annex a codes were submitted for the event. Annex a code, a0709, applies to rfr code nav4116. Annex a code, a1102, applies to rfr code nav4123, and annex a code, a110208, applies to rfr code nav4127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that  the surgeon was able to successfully register the patient with a registration accuracy of 1.5mm however, when the site moves forward with navigation, the nipt (patient tracker) status turns red, and none of the instruments can be tracked. The site was using a flat emitter. They suggested switching nipt to a different port on the instrument interface box, issue remains. The caller restarts the system and the issue remains. The site switched to a different nipt. While trying to re-register the patient, an error 64 pops up and the system restarts. After rebooting the system, the surgeon was able to pass the registration with the new nipt and move forward with using the system for surgery. There was no patient impact reported and a delay of less then one hour. 2024-jul-1 e1 (rep): no new information. 2024-jul-26 e2 (rep): no new information.